Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "scan again in 10" message followed by a "replace sensor" message on the same day of applying the freestyle libre 2 sensor and was therefore unable to obtain readings via sensor scan. As a result, customer experienced sweating, "a lot of hunger", disorientation, and a loss of consciousness and was unable to self-treat, requiring third-party treatment of cookies. No further details were provided. There was no report of death or permanent impairment associated with this event.